Manufacturer narrative:
An evaluation of the kangaroo pump was performed for ¿the printed circuit board was burnt. Upon opening the device found the main pc board burnt/damaged (fried), along with battery board (pip pcb), all internal cables, gear and sensor assemblies, front and rear housings, (every thing and any thing has carbon deposits in it) only the serial number label is salvageable. The most probable root cause is the use of an unauthorized power adapter by the user. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/28/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage, on (B)(6) 2017, service found that the printed circuit board was burnt.